Event description:
It was reported to boston scientific corporation on september 13, 2010 that a resolution clip device was used during a clipping procedure on (B)(6) 2010. According to the complainant, during the procedure, the clip would not deploy from the catheter. The procedure was completed with another of the same device without complications. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Patient is over 18 years old. (B)(4). The reported event of clip failed to detach from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a clipping procedure on (B)(6), 2010. According to the complainant, during the procedure, the clip would not deploy from the catheter. The procedure was completed with another of the same device without complications. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was detached from the bushing, but still attached to the control wire via the tension breaker and yoke. It was also noticed that there was a kink in the control wire near the handle. Functionally, the control wire was actuated and the clip assembly deployed; however, the clip prongs could not be opened/closed because the clip assembly was detached from the bushing. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context as the clip failing to release from the catheter may have been due to anatomical or procedural factors encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.